Manufacturer narrative:
The device was returned to the MFR for repair and eval. The svc record indicates that the device is 22 years old and was last returned to the MFR for repair on (B)(4) 2012. Eval of the device verified that the cutter was stuck in the mesher. Prior to repair, the device could not be checked for calibration and a test mesh could not be performed due to the damage to the comb and the stuck cutter. Prior to repair, it was observed that the side plates, roller and comb were damaged. The cause is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.

Event description:
It was reported that the cutter was stuck in the zimmer skin graft mesher. Through investigation, it was determined that the device had a bent comb. Additional clinical following up with the hospital revealed that no additional info was able to be obtained regarding the reported event.